Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419388 lv lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and possible loss of capture. No intervention was done and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.